Event description:
Removed thermometer probe and unit alarmed displaying error message c20 then shut off. Biomed notified. Label on side of unit states code c20 means temp probe failure. Biomed replaced thermometer probe and error message went away. Functional test completed and passed.